Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with unspecified gel mentor smooth breast implants and experienced bilateral rupture postoperatively. The ruptures were confirmed with a mammogram. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog number 3503751bc on the left side and 3504751bc on the right side, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020. This report is for the patient's right-sided device.